Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Critically ill patients admitted to the ICU are prone to thrombogenicity and dvt, mostly due to inflammatory status post injury, abnormal coagulation, immobilization and catheterization. Institutions should follow guidelines in dvt prevention which include pharmacological and mechanical methods. [Zoller b, li x, sundquist j, et al. Risk of pulmonary embolism in patients with autoimmune disorders: a nationwide follow-up study from sweden. Lancet. 2012;379:244-249.]. Institutional implementation of standard protocols that incorporate these measures may have contributed to the reduction of dvt rate. Importantly, therapeutic hypothermia using a zoll ivtm cooling catheter placed in the femoral vein is not associated with increased incidence of dvt. Four randomized controlled clinical trials (2 multicenter and 2 single center trials) conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. [Deye n, cariou a, girardie p, et al. Endovascular versus external targeted temperature management for out-of-hospital cardiac arrest patients: a randomized controlled study. Circulationaha.114.012805. Published online before print june 19, 2015, doi: 10.1161/circulationaha.114.012805; diringer mn, et al: treatment of fever in the neurologic intensive care unit with a catheter based heat exchange system. Crit care med 2004 vol. 32, no. 2; white paper edc-2888.]. The patient was suffering from a subarachnoid hemorrhage. Thrombogenicity, including development of thromboembolism is a common problem in neurosurgery and neurology patients. [Muller a: risk of thromboembolic events with endovascular cooling catheters in patients with subarachnoid hemorrhage. Neurocrit care (2014) 21:207-210; bonizzoli m: peripherally inserted central cenous catheters and central venous catheters related thrombosis in post-critical patients. Intensive care med (2011) 37:284-289; pierce c: surveillance bias and deep vein thrombosis in the national trauma data bank: the more we look, the more we find. The journal of trauma_ injury, infection, and critical care, 2007; swann kw, black pm: deep vein thrombosis and pulmonary emboli in neurosurgical patients: a review. J neurosurg 61:1055-1062, 1984.]. As such, the incidence of dvt in the general neurosurgical population ranges between 19 and 50%. Event is possibly related to the solex catheter due to relevant location. At the same time, prolonged dwell time of solex catheter (16 days vs. Cleared 7 days) probably also contributed in development of thrombus on the catheter. In addition, the patient's clinical condition of subarachnoid hemorrhage made him predisposed to thrombogenicity and dvt, which is a common complication is such patients. Event is probably related to the patient's clinical condition as well. Event was not serious because it did not require any additional treatment and there were no clinical symptoms experienced by the patient, thrombus on the catheter was an observation during catheter removal.

Event description:
Additional information received from the hospital personnel on 09 jun 2017 stated that the solex 7 catheter was not disconnected and removed from the patient until the 16th day because the patient was critically ill. The patient was in severe acute respiratory distress syndrome (ards), suffered an acute kidney injury (aki) that required continuous renal replacement therapy (crrt)/ continuous veno-venous hemofiltration (cvvh) and the patient just could not tolerate any procedure without severe sequelae. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported by the neurotechnology and research/specialty nurse that the patient presented with subarachnoid hemorrhage with unknown etiology, was inserted a solex 7 catheter on the left subclavian vein by an experienced physician without issue and received ivtm therapy for fever management on (B)(6) 2017. The patient was not a high risk for deep vein thrombosis (dvt) and does not have a known history for dvt. The reporter stated during treatment that the patient was under dvt prophylaxis protocol, systematic anticoagulation with subcutaneous heparin injections every 8 hours, and sequential compression device. The ivtm therapy was completed and the catheter was disconnected on day 16 (per instructions for use, solex 7 catheter is cleared for 7-day dwell time for fever management or 4-day dwell time for cardiac and neurosurgery uses). During catheter removal, the nurse reportedly had to remove the catheter with some resistance and blood clots were noted on the catheter. The customer believes thrombus was noted on the catheter at removal, indicating dvt. Per additional information, the catheter balloons were noted to be properly deflated and there was no vessel injury caused by the catheter. No medication was given to the patient and no further testing was performed in response to dvt. No known patient impact or consequence was reported.